Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the tip of the pedicle probe was bent. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The probe was returned to medtronic for analysis. The returned probe had no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings with normal tracking. No problems were found. If information is provided in the future, a supplemental report will be issued.